Event description:
Pain in knee [arthralgia]. Swelling in knee [joint swelling]. Pyrexia [pyrexia]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2011 from a healthcare professional regarding a (B)(6) female patient, initials (B)(6), with a history of gonarthritis and sciatica, who experienced knee pain, knee swelling, knee effusion and pyrexia after starting synvisc. The patient received a series of three injections of synvisc into her knee on (B)(6) 2011. The hcp reported that the patient experienced knee pain, knee swelling, knee effusion and pyrexia ((B)(6) 2011). The patient required treatment for her symptoms. The hcp reported that he aspirated 20cc of synovial fluid from the patient's knee ((B)(6) 2011). The hcp reported that analysis of the synovial fluid showed: crp was 80; wbc was normal. The hcp reported that he prescribed an oral steroid to treat the patient's knee pain ((B)(6) 2011). The hcp reported that the patient's knee pain and pyrexia were probably related to synvisc, but he did not assess the relationship to synvisc of the pt's knee swelling ((B)(6) 2011). The hcp reported that the patient's pyrexia resolved on (B)(6) 2011 and that the patient's knee pain and knee swelling were recovering as of (B)(6) 2011. At the time of this report, the outcome of the patient was not yet recovered. The product lot number was not provided. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.